Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer tested drawer 2.1, pocket a5, in diagnostic mode. The lid was not opening, but the pocket was ejected. The customer loaded medication into a different pocket, which tested okay. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary experienced power glitches, causing the drawers to fail. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.